Event description:
General report received of tubing disconnections. The customer contact reported that the primary tubing sets were connected to the removable clave ports of extension sets. The rns noted that after the option locks were secured, the "tension seems to unscrew it by itself." The tubing sets then became disconnected from the clave ports. There were no reports of any adverse patient effects and no medical interventions were required. Therapies were resumed using replacement devices. Though requested, no additional information was provided.

Manufacturer narrative:
Initially the customer indicated that list #11943 was involved in the event; however, the samples received on 01/03/2006, were not hospira products. Subsequently, two used plumsets, list #11948 and one used ICU medical microclave extension set list #12549, were received and evaluated. The option-lok male adapters of the plum sets were connected to the microclave extension set and the spin collars were secured. The plumsets remained connected to the microclave on the extension set.